Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4470 competitor lead, implanted: (B)(6) 2009. A 0185 competitor lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that soon after implanting the left ventricular (lv) lead, there was a vague shadow suggesting suspected lead fracture around the anchoring sleeve. Further examination was conducted before the discharging the patient from hospital. The sleeve was checked under fluoroscopy, there still was the shadow of suspected lead fracture. There were times in which pacing failure had occurred but thresholds were addressed by changing polarity. The lead remains in use. No patient complications have been reported as a result of this event.